Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding and a direct correlation between the device could not be determined. According to the clinical data, the issue was resolved and the patient was discharged to home on (B)(6) 2016. The patient remains ongoing with the pump and no further events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical data analyst regarding the event, indicated that the issue was resolved on (B)(6) 2016 and the patient was discharged to home on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 25 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has experienced recurrent gastrointestinal bleeding events. On (B)(6) 2015, the patient experienced tarry stools, dizziness, weakness and loss of appetite. It was found that the patient was gi bleeding and was transfused with 2 units of packed red blood cells (prbcs). On (B)(6) 2015, the patient experienced anemia with decreasing hemoglobin and hematocrit, severe weakness, dizziness and loss of appetite. The patient was transfused with 1 unit of prbcs. On (B)(6) 2015, the patient reported experiencing bloody stools. The patient was admitted to the hospital and received 2 units of prbcs. Unspecified changes were made to the patient's anticoagulation medications. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient complained of generalized weakness and shortness of breath over the previous few days. The patient was admitted to the hospital and was transfused 2 units of prbcs, and another 2 units on (B)(6) 2016. The patient was discharged on (B)(6) 2015. On (B)(6) 2016, the patient presented to the hospital with severe anemia. The patient was transfused with 5 units of prbcs. No additional information was provided.